Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. An additional issue with the third-party lamp with 0 or more hours was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a procedure, the front power switch on the visera 4k uhd xenon light source had problems while being used with a scope device. The high-intensity switch was not engaging properly when the scope was connected. There was no error message, as the high-intensity light would not turn on without a workaround by the customer to engage the switch. The procedure was prolonged, but the customer did not know the length of time and was unsure if the anesthesia had been extended. The procedure was completed with the same device, and the doctor had to use a pencil, paper, and tape to secure the cord to engage the high-intensity light. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the switch was not engaging due to a faulty scope socket. The scope detection mechanism was not engaged when the scope was connected. This report is to capture the reportable malfunction of the faulty scope socket noted at estimation.